Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged unexpected shutdown/unexpected reset issues could not be verified. The alleged data alert issue was verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump reset unexpectedly multiple times, pump repeatedly shut off and an unidentified malfunction error occurred. Pump also indicated a data log corruption. Customer¿s blood glucose level was 154 mg/dl. Customer reverted to using an alternate method of insulin therapy.